Manufacturer narrative:
Date sent: 06/16/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device was fired and stuck on cystic duct, removed with no consequence. They fired a couple of clips and they did not form properly. Another device was used to complete the case. There was no consequence to the pt.